Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the device/migration of essure device: expelled essure coil"), abortion spontaneous ("post implant miscarriage") and pregnancy with contraceptive device ("pregnancy on contraceptive device") in a 27-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted,no (per pfs)" and device ineffective "device ineffective". The patient's concurrent conditions included gestational diabetes. Concomitant products included nsaid's. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia,"), pelvic pain ("pelvic pain female/pain"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2008, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2008, 2 years 7 months after insertion of essure (ess205), the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced vaginal infection ("vaginal infection"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (surgical removal of coil). At the time of the report, the device expulsion, abortion spontaneous, pregnancy with contraceptive device, dyspareunia, depression, anxiety and vaginal infection outcome was unknown and the pelvic pain was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, device expulsion, dyspareunia, pelvic pain, pregnancy with contraceptive device and vaginal infection to be related to essure (ess205). The reporter commented: linked to additional pregnancy case ((B)(4)). Most recent follow-up information incorporated above includes: on 1-oct-2018: pfs received. Event "vaginal infection" added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the device/migration of essure device: expulsed essure coil') and abortion spontaneous ('post implant miscarriage') in a 27-year-old female patient who had essure (ess205) (batch no. 508292) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted,no (per pfs)" and device ineffective "device ineffective". The patient's medical history included migraine, gastrooesophageal reflux disease and diabetes mellitus. Concurrent conditions included gestational diabetes. Concomitant products included metformin, nsaids, ranitidine hydrochloride (zantac) and sumatriptan succinate (imitrex df). On (B)(6) 2006, the patient had essure (ess205) inserted. In march 2006, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia,"), pelvic pain ("pelvic pain female/pain"), depression ("depression") and anxiety ("mental anguish"). In january 2008, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2008, the patient was found to have a pregnancy with contraceptive device ("pregnancy on contraceptive device"), 2 years 7 months after insertion of essure (ess205). On (B)(6) 2017, the patient experienced vaginal infection ("vaginal infection"). The patient was treated with surgery (surgical removal of coil). Essure (ess205) was removed. At the time of the report, the device expulsion, abortion spontaneous, pregnancy with contraceptive device, dyspareunia, depression, anxiety and vaginal infection outcome was unknown and the pelvic pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, device expulsion, dyspareunia, pelvic pain, pregnancy with contraceptive device and vaginal infection to be related to essure (ess205). The reporter commented: linked to additional pregnany case (2017-246059) discrepancy noted: date of implant: (B)(6) 2006 , (B)(6) 2006 patient received treatment for pain, migration lot number: 508292 manufacturing date: 2005-06 expiration date: 2007-05 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2006: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the device/migration of essure device: expulsed essure coil') and abortion spontaneous ('post implant miscarriage') in a 27-year-old female patient who had essure (ess205) (batch no. 508292) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted,no (per pfs)" and device ineffective "device ineffective". The patient's medical history included migraine, gastrooesophageal reflux disease and diabetes mellitus. Concurrent conditions included gestational diabetes, sexually transmitted disease and vaginal itching. Concomitant products included metformin, nsaids, ranitidine hydrochloride (zantac) and sumatriptan succinate (imitrex df). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia,"), pelvic pain ("pelvic pain female/pain"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2008, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2008, the patient was found to have a pregnancy with contraceptive device ("pregnancy on contraceptive device"), 2 years 7 months after insertion of essure (ess205). On (B)(6) 2017, the patient experienced vaginal infection ("vaginal infection"). The patient was treated with surgery (surgical removal of coil). Essure (ess205) was removed. At the time of the report, the device expulsion, abortion spontaneous, pregnancy with contraceptive device, dyspareunia, depression, anxiety and vaginal infection outcome was unknown and the pelvic pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, device expulsion, dyspareunia, pelvic pain, pregnancy with contraceptive device and vaginal infection to be related to essure (ess205). The reporter commented: linked to additional pregnany case (B)(4). Discrepancy noted: date of implant: (B)(6) 2006 , (B)(6) 2006. Patient received treatment for pain, migration. Lot number: 508292, manufacturing date: 2005-06, and expiration date: 2007-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 29-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the device/migration of essure device: expulsed essure coil') and abortion spontaneous ('post implant miscarriage') in a 27-year-old female patient who had essure (ess205) (batch no. 508292) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted,no (per pfs)" and device ineffective "device ineffective". The patient's medical history included migraine, gastrooesophageal reflux disease and diabetes mellitus. Concurrent conditions included gestational diabetes. Concomitant products included metformin, nsaids, ranitidine hydrochloride (zantac) and sumatriptan succinate (imitrex df). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia,"), pelvic pain ("pelvic pain female/pain"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2008, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2008, the patient was found to have a pregnancy with contraceptive device ("pregnancy on contraceptive device"), 2 years 7 months after insertion of essure (ess205). On (B)(6) 2017, the patient experienced vaginal infection ("vaginal infection"). The patient was treated with surgery (surgical removal of coil). Essure (ess205) was removed. At the time of the report, the device expulsion, abortion spontaneous, pregnancy with contraceptive device, dyspareunia, depression, anxiety and vaginal infection outcome was unknown and the pelvic pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, device expulsion, dyspareunia, pelvic pain, pregnancy with contraceptive device and vaginal infection to be related to essure (ess205). The reporter commented: linked to additional pregnany case (B)(4) discrepancy noted: date of implant: (B)(6) 2006, (B)(6) 2006 patient received treatment for pain, migration. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- lot number was added. Outcome of event added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the device/migration of essure device: expulsed essure coil"), abortion spontaneous ("post implant miscarriage") and pregnancy with contraceptive device ("pregnancy on contraceptive device") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, no (per pfs)" and device ineffective "device ineffective". The patient's concurrent conditions included gestational diabetes. Concomitant products included nsaid's. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia,"), pelvic pain ("pelvic pain female/pain"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2008, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (surgical removal of coil). At the time of the report, the device expulsion, abortion spontaneous, pregnancy with contraceptive device, dyspareunia, depression and anxiety outcome was unknown and the pelvic pain was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, device expulsion, dyspareunia, pelvic pain and pregnancy with contraceptive device to be related to essure (ess205). The reporter commented: linked to additional pregnancy case (B)(6). Most recent follow-up information incorporated above includes: on 29-jun-2018: reporters information updated. Case medically confirmed. New reporters and reporter information added. Plaintiff demography added. Concomitant disease added. Product indication added. Events: dyspareunia, migration of essure device: essure confirmation test(s) conducted: no, pain, psychological or psychiatric problems: depression and mental anguish, were added. Event device dislocation updated to device expulsion. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.